Manufacturer narrative:
This report is submitted on december 21, 2020.

Manufacturer narrative:
This report is submitted on 28 october 2020.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use resulting in explant of the device on (B)(6) 2020. The patient was re-implanted with another device during the same surgery.